Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found the outer insulation was bunched in several places along the lead body and the rate/sense conductor coils were deformed, likely due to the bunched insulation pushing on the conductor coils. The proximal end of the shocking coil was separated from the lead body insulation, with medical adhesive present in that location. The distal end of the shocking coil was also stretched, and a 5 mm gap was present between the gore covering and the distal end of the shocking coil. Dried blood/body fluid was present in the helix housing. The tip of the lead and the helix appears intact and undamaged, and the helix mechanism was functional during laboratory testing. The lead damage noted in laboratory testing indicates a constriction of the lead body while being implanted, which likely caused the helix mechanism difficulty observed in the field.

Event description:
It was reported that during the implant procedure, the helix on this right ventricular (rv) lead would not extend properly. The lead was not implanted, and was returned for laboratory analysis. No adverse patient effects were reported.